Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer completed the necessary steps to remove air from the cartridge and used room temperature insulin. Technical support assisted the caller in completing the load process and resuming insulin delivery. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.